Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak in the catheter was confirmed and the cause was determined to be use related. One 4 fr groshong PICC was returned for investigation. The groshong catheter was received with the stylet in the lumen. It was noted that the stylet had been repositioned within the catheter. The catheter tubing had been advanced over the metal cannula and was abutting the distal end of the white connector. A hole was observed in the blue stripe 2.25 cm from the distal tip of the catheter. A microscopic examination of the hole revealed a circular shaped hole in the catheter wall. The surface around the plug of material was granular. The location and shape of the hole are consistent with damage caused by puncturing the catheter wall with the stylet. The IFU states, ¿avoid accidental device contact with sharp instruments and mechanical damage to the catheter material. Use only smooth-edged atraumatic clamps or forceps. Avoid perforating, tearing or fracturing the catheter when using a guidewire. Do not use the catheter if there is any evidence of mechanical damage or leaking.¿ a lot history review (lhr) of rebz0314 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the patient needed chemotherapy for mixed germ cell tumor. Groshong PICC was used. It was found that there was liquid outflow beside the three-way valve during the process of flushing the catheter by the head nurse prior to use on patient. It was stated the leak was still present when re-flushing the catheter.